Event description:
It was reported that the right atrial (ra) lead appeared on transmission with potential undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead, (B)(6) 2012; 693558 implantable tachy lead, (B)(6) 2012; d224trk implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).